Event description:
On (B)(6) 2024 an ilet user's healthcare provider (hcp) reported the user experienced a low blood glucose event requiring hospitalization. The event occurred on 8/13/24. On (B)(6) 2024, after switching to prefilled cartridges, the user had a seizure when their bg dropped to 24 mg/dl. The user's bg had been elevated in the 400s mg/dl for several hours prior to the event. The user forgot to announce a meal in a timely manner, causing the ilet to administer corrections. When the user finally announced the meal two hours later, the correction bolus caused their bg to drop rapidly. The user's bg levels fell to 24 mg/dl, and they were unconscious when found. Emts administered d10 IV and transported the user to the hospital. The user was hospitalized for four days. The user's hcp is considering discontinuing the ilet due to memory issues, but further follow-up with the user will be conducted.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Evidence of alert 41 (absolute range error) being annunciated was found in the engineering logs. Due to the nature of alert 41, it is not the cause of the reported hypoglycemic event. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended until alert 41 is annunciated and can be seen reacting appropriately to cgm glucose values. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended prior to alert 41. This hypoglycemic event was likely caused by increased correction insulin dosing during the prolonged period of hyperglycemia prior to the event, which increases the risk of hypoglycemia, as well as announcing for their meal several hours later, which is stacking insulin and also increases the risk of hypoglycemia.